Event description:
Pt was suspected to have pump thrombus and possible stroke after having abnormal labs (transaminitis, high ldh) and blurred vision. CT head revealed interval development of small white matter hypodensities concerning for stroke. Pt found unresponsive and was found to have both power sources disconnected. Log files revealed controller was off for 50 seconds on (B)(6) 2019. Power sources were connected by 7 north staff and pt was alert. Initial map was 40 following event with improvement to 80 after being reconnected to power sources. Pt was then moved to the cicu with plans to take her to the operating room for emergent pump exchange.